Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an endoscopic dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon burst after being inflated to 18mm for two minutes. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.